Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to ascertain the cause of the issue. They found that there was an issue with the dilution of samples. The buffer valve was found to be malfunctioning and the cause of the issue. These were replaced and the system restored to full functionality. Validation testing was completed and all results recovered within specification. (B)(4).

Event description:
On the (B)(6) 2015 a customer in (B)(6) reported to beckman coulter the generation of erroneous high chloride, potassium and sodium patient results on their au5800. The results were not released outside the lab. There was no report of a change to patient treatment. Qc results were within specification. No sample information was provided by the customer.